Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving a motor stall alert. The patient performed a dry supply change with assistance from customer support, followed by a wet supply change. The process was completed without further incident. Blood glucose levels were not affected.